Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #3 left ps femoral component. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The patient's left knee was revised due to pain. The primary tibial component remained implanted.